Manufacturer narrative:
The subject device was not returned for device investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor complaints for this device.

Event description:
It was reported, the colonovideoscope had foreign body in canal. The issue occurred during reprocessing. There were no reports of patient involvement.